Event description:
It was reported that the customer's insulin pump was making a steady tone while changing the battery and that the insulin pump would not leave the version screen even after changing the battery. The customer's blood glucose was unknown. Troubleshooting was done. Advised customer to insert a new battery, and the customer stated that the constant tone did not disappear. The customer further stated that none of the buttons were working. The customer confirmed it was not a frozen display because the time on the screen was changing. The customer stated the insulin pump was not exposed to moisture. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test and the displacement test. The insulin pump was monitored for 24 hours and no constant audio anomaly was noted. No display anomaly was noted. All of the buttons functioned properly and no damage was noted to the keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.